Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, prograsp forceps steel cable broke with 1/18 lives remaining. The procedure was completed with no reported injury.

Manufacturer narrative:
Images were provided for review and show a broken prograsp forceps cable at the distal end of the instrument. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 46.01mm from the distal tip. A piece measuring proximately 11.53mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. There were no findings related to the initial allegation of a broken cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.